Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient had a biliary drainage procedure and went home. Then later that day (unsure of timeframe) the catheter broke at the hub. The patient returned to the facility and had the catheter replaced. There were no reports of any section of the device remaining inside the patient's body and the initial reporter noted that the patient did not experience any adverse effects as a result of this product problem.